Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and universal node pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and locked up soon thereafter. No pt serious injury or death was reported related to this event.